Event description:
During a remote follow-up, noise resulting in oversensing was observed on the atrial lead. No intervention was performed to address the atrial lead noise. The patient is stable and will continue to be monitored.